Event description:
It was reported that toric diu375 intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). An iol exchanged was planned due to incorrect optiwave refractive analysis (ora) selection; issue was first identified during post-op exam. Patient was temporarily impaired. Daily driving activities were significantly affected. Pre-op vision was 20/50. Postop vision was 20/25-3. Through follow-up, additional information was received stating patient was having difficulty seeing street signs when driving, needing more lighting to read, glare when driving at night. Lens was explanted and then replaced with a diu525 23.5 iol. There were no complications, no incision enlargement, no serious patient injury, no sutures, and no vitrectomy. Patient's vision post lens exchange is 20/30. The explanted lens is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: implant date: date implanted: exact date is unknown, but the best estimate date is on (B)(6) 2022; prior to on (B)(6) 2022 when visual symptoms were first observed. It was indicated that the iol is not being returned for evaluation as it was discarded therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.